Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a moderately calcified common femoral artery was attempted using a prostar xl device after a transcatheter aortic valve replacement (tavr) procedure. Reportedly, three needles were removed without issue. The fourth needle became stuck halfway inside the barrel and would not come out. The needle was backed down, the hub was rotated and the needle was removed through another hole. The prostar xl was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Sterile device testing was successfully performed. Test results did not observe any device deficiency, the sterile devices tested met design performance specifications for needle and suture delivery, suture movement and tissue capture.a conclusive cause could not be determined for the reported difficulties deploying the needles. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.